Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system kit was used during a benign prostatic hyperplasia (bph) procedure on (B)(6), 2011.according to the complainant, during preparation the physician tested the catheter and had difficulty removing the water from the anchoring balloon. The defective catheter was never placed in the patient. A second kit was opened and tested during the pre-test. No issues were found with the second catheter. The case was completed with the second catheter with no complications. The patient's condition was reported as fine.